Event description:
It was reported that the device delivered an alert for device at eri. Patient was asymptomatic. Premature battery depletion was observed. Device was explanted and replaced. The patient tolerated the procedure well. Patient is fine.